Event description:
It was reported that the speed of the device was unstable. A 1.50mm rotalink plus was selected for use. Upon preparation, the rotation speed was unstable, and a noise was heard while setting the rotational speed. The procedure was completed with another of the same device. No patient complications reported. However, it was further reported that the device failed to reach optimum speed. The device was set to 190, 000 rpm, but it only reached up to 150, 000 rpm. It was not exceeded to the set operational speed.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the speed of the device unable. A 1.50mm rotalink plus was selected for use. Upon preparation, the rotation speed was unstable, and a noise was heard while setting the rotational speed. The procedure was completed with another of the same device. No patient complications reported.